Manufacturer narrative:
This supplemental report is being submitted to provide additional event description, provide the date received by manufacturer and correct/update the patient code.

Event description:
Additional information was received and it was reported that the patient was under anesthesia undergoing atrial fibrillation (afib) ablation procedure. At the beginning of the procedure, while the doctor was scanning the patients' heart borders, the doctor felt that the image quality was poor despite adjusting the settings. The catheter was removed and a new catheter was used to complete the procedure. The system was not rebooted. The procedure was delayed only by a few minutes. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a bad image was displayed on the ultrasound system. The catheter was replaced and the issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes and update the investigation results. Investigation: the complaint of the catheter displaying a bad image was investigated. The defective catheter was returned, and an investigation was performed. Severe delamination was found on stack face during visual inspection. The transducer also failed electrical testing. From these observations, it was determined that the cause of this catheter complaint was acoustic array delamination due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.